Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. Per (B)(4), cases where the sensor session line is missing in share support tool and share support service, complaints will be closed since a data investigation cannot be completed as data ambiguity cannot be resolved further. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage test: fail (0 vdc). Data/share log available: yes. Data/share log review: pass. The probable cause could not be determined. No injury or medical intervention was reported. Subsequent to the initial MDR, additional information is available